Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2 brief inquiry description problems with catheters sheared when coming out of package detailed inquiry description crt and I (emily from vascular access) were using 22g 1.75 inch catheters to place ultrasound ivs in multiple patients during the morning of (B)(6) 2021. On multiple occasions, including the most noticeable incident with the patient stated in the report, the catheter wouldn't advance from the needle and was causing pain to the patients upon insertion. So, we removed it and found the catheter to be sheared. This happened 3 times using the 22g 1.75 inch catheters on multiple patients. Description of the patient event the catheter wouldn't advance from the needle and was causing pain to the patients upon insertion. So, we removed it and found the catheter to be sheared. This happened 3 times

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2 a review of the device history record (DHR) was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.